Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were found. Investigators then inserted a known good dilator into the sheath to test for obstructions, the dilator was inserted with no complications and with no resistance. Then, the sheath was leak tested, and the sheath failed to maintain pressure and leaked fluid from the hemostatic valve during some of the test scenarios. When the valve was examined under a microscope a tear was seen near the center slit which would have compromised the valve's ability to hold pressure. The cause of the tear was determined to be component failure.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the device lost the ability to aspirate. The pfa catheter needed to be replaced during the procedure. After the catheter was removed they were unable to perform aspiration even though an air bubble was visible in the sheath. They replaced the faradrive and the procedure was completed with no complications. After the procedure was finished, they flushed the defective sheath several times before a "chunk of tissue or plaque" came out of the sheath. After this they were able to aspirate the sheath without issues. The sheath has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the device lost the ability to aspirate. The pfa catheter needed to be replaced during the procedure. After the catheter was removed they were unable to perform aspiration even though an air bubble was visible in the sheath. They replaced the faradrive and the procedure was completed with no complications. After the procedure was finished, they flushed the defective sheath several times before a "chunk of tissue or plaque" came out of the sheath. After this they were able to aspirate the sheath without issues. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.